Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed. The analyst also noted. A stylet was not returned with the lead. A new stylet was used for testing. It was observed during testing that the stylet could only be inserted into the proximal connector pin approximately 3 cm. During destructive analysis it was observed that blood had ingressed into the distal conductor and dried therefore preventing the stylet from being inserted.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implanting procedure, the physician was unable to insert different stylets into the right ventricular (rv) lead body. Therefore, the physician could not navigate the rv lead. Another rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.